Manufacturer narrative:
Additional information was provided in a.1., a.2., a.3.a, a.4., d.9., h.3., h.6., and h.11. The product was returned for analysis and damage was observed to the iol. Iol returned positioned incorrectly in the iol case. Solution is dried on the iol. One haptic is broken and adhered to the optic, the other haptic is slightly deformed. The optic is torn/split-cut. The optic edge is nicked/chipped-rejectable. The complainant indicates the use of other company as a viscoelastic which is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The health care professional stated that during lens implantation noted trailing haptic was broken and stuck on cartridge wall. The lens was removed and backup lens was used to complete the surgery.

Manufacturer narrative:
Additional information was provided in d.9., b.5., h.6. And h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that there were no patient contact.